Event description:
It was reported that the patient experienced increased pain. The pump logs showed a motor stall recovery on (B)(6) 2013 at 14:00; the time of the stall was not reported. The pump stalled again the same day at 15:57 and recovered at 17:10. On (B)(6) 2013, fluoroscopy was done and showed that the catheter had migrated to c5. On (B)(6) 2013 the pump was reprogrammed and the maximum activations per/day were increased. On (B)(6) 2013, the pump was reprogrammed and the daily rate was increased. The severity of the event was noted to be ¿mild¿. The pump was delivering fentanyl, bupivacaine, and clonidine. It was later reported that on (B)(6) 2013 the catheter was repositioned to c2. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).